Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2013 or 2014. Model number / catalog number: sc-2158-70, serial number: (B)(4), batch / lot number: 14435824 / 14298457, model / catalog description: linear lead kit 70 cm. Model number / catalog number: sc-4316, batch / lot number: 14073775, model / catalog description: clik anchor. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed a streptococcal infection. The patient underwent an explant procedure. No further information could be obtained.